Event description:
It was reported that this right ventricular (rv) lead recorded a code 1005, indicative of an open circuit condition during shock delivery. The patient experienced a ventricular arrhythmia, during which therapy was exhausted, became unresponsive, and required hospitalization. The physician alleged that biventricular trigger caused the arrest. Technical services (ts) was consulted and reviewed the device data, noted shock impedance measurements were greater than 125 ohms. Ts explained that this is an advisory lead and the eight shocks delivered were unable to convert the arrhythmia episode. The timing on the premature ventricular contraction (pvc) and biventricular trigger fell at the end of the t-wave deflection appeared as the cause of the ventricular fibrillation (vf) arrest. Ts recommended lead replacement. No additional adverse patient effects were reported. This rv lead remains in service.